Event description:
It was reported that the pulse generator went into backup mode. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup vvi mode. After downloading the product code, the device functioned normally.